Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md met with severe resistance when trying to pass the swg through the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore it is reportable.